Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It has been reported that while completing a preventative maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) low level output connector was not working. There was no patient involved or adverse event reported.

Manufacturer narrative:
Additional information was received reporting that this reported event occurred during patient use.

Event description:
While a field service engineer (fse) was completing a preventative maintenance (pm), the customer informed that the cardiosave intra-aortic balloon pump (iabp) low level output connector was not working during patient use. No adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) stated that while completing the pm on this iabp, the fse was informed that the low level cable connection was not working. To resolve this issue, the fse replaced the front end board. The fse also replaced the safety disk and tidal volume disk per schedule. The fse then completed all calibrations and testing. The iabp was returned to the customer and cleared for clinical use.

Event description:
It has been reported that while completing a preventative maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) low level output connector was not working. There was no patient involved or adverse event reported.